Event description:
It is being alleged that an infant sustained serious burns to her left lower extremity when hospital staff placed her on top of a heating pad for warmth.

Manufacturer narrative:
The suspect heating pad is in the possession of other parties, but we were given the opportunity to be present when testing was performed. At that time, the product was tested per ul 130 protocol for a period of 4 hours and the pad performed within ul limits. The cord, control and pad were all x-rayed and did not show any findings of manufacturing defect. There were no hot spots. Therefore, it was determined that the pad has no defect or failure. Instructions provided with the product state not to use on infants. This incident is the direct result of misuse of the product.